Event description:
Attempted stenting and stent got hung up on guidewire as md was attempting to remove it from left coronary artery, as it would not cross over the proximal lesion. Stent, wire and guidewire pulled back in to descending, when balloon was passed into stent and inflated then guide wire pulled back. Stent came off somewhere. Looked extensively for it without success. No obvious consequence from this to pt.